Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette when the cycler door was opened. Upon follow up, the patient confirmed the reported event and that inside the cycler door was full of fluid when the cassette was removed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is scheduled one day off a week from treatment and used the reported event day as the day off in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette when the cycler door was opened. Upon follow up, the patient confirmed the reported event and that inside the cycler door was full of fluid when the cassette was removed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is scheduled one day off a week from treatment and used the reported event day as the day off in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.